Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated remaining longevity decreased more quickly than expected. A request was made to have data from this device analyzed. Data analysis has not been performed yet. This device remains in service. No adverse patient effects were reported.